Event description:
The customer reported via phone call that the battery was not lasting long on the insulin pump. Customer stated they had inserted a new battery the day prior and a low battery alert occurred the next day. Customer also reported a battery out limit alarm on the insulin pump. It was found the battery on the insulin pump did not last for more than one week. Customer did not use the backlight frequently or perform excessive button pressing. The customer also reported a failed battery test alarm occurring. A no delivery alarm was also found in the customer's alarm history. Customer was unable to troubleshoot at the time of the call. Customer's blood glucose was 144 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.